Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, lot #: unknown  h3) a manufacturer representative (rep) went to the site to test the imaging system. The field representative (rep) found the issue to be caused by user error by colliding the imaging system into a wall. The rep found the rotor out of alignment so they realigned. The rep adjusted the upper dingus as it was jammed. The rep adjusted the turnbuckle as it was lightly of due to the collision. The system was then performing as intended. Codes: b01, c07, c23, d02, d11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was physically closed, the system still displayed in the software that the gantry doors were open. There was no patient involvement.